Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that fixos sv screw had a head damaged during surgery could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The fixos sv screw breakage was caused by off label use. It has been reported that ¿the doctor was performing orif of a scaphoid.¿ indications: the stryker osteosynthesis fixos screws (s-fix/c-fix/p-fix & w-fix) are indicated for fixing and stabilizing the elective osteotomies of the mid foot bones and the metatarsal and phalanges of the foot only. - hv and sv pins: first ray scarf metatarsal osteotomies and phalangeal osteotomies (shortening of p1 in hallux valgus pathology)." Therefore, this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The doctor was performing orif of a scaphoid. While attempting to implant sv-14 fixos screw, the head of the screw sheered off. He removed all of the screw and attempted again with a sv-16 screw. That screw head also sheered off. The surgeon was able to remove the entire screw. The surgeon decided to use twinfix screws instead and the surgery was completed successfully.

Event description:
The doctor was performing orif of a scaphoid. While attempting to implant sv-14 fixos screw, the head of the screw sheered off. He removed all of the screw and attempted again with a sv-16 screw. That screw head also sheered off. The surgeon was able to remove the entire screw. The surgeon decided to use twinfix screws instead and the surgery was completed successfully.